Event description:
Patient reported right side "encapsulation, hardened breast, pain, cramping," "tightness," and "recall." Patient additionally reported "sharp bending," "wavy contours," capsular contracture baker grade iii/IV, "liquid," and cysts. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, seroma, cyst, wrinkling, crease/folding, pain, visibility, anxiety - product/procedure.

Event description:
Patient reported right side "encapsulation, hardened breast, pain, cramping," "tightness," and "recall." Patient additionally reported "sharp bending," "wavy contours," capsular contracture baker grade iii/IV, "liquid," and cysts. Patient later reported "intense hair loss" and "dermatological assistance." Device has been explanted and replaced with non-allergan device.